Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one introducer needle and one guide-wire within a guide-wire hoop was returned for evaluation. Visual, microscopic visual, tactile, functional and dimensional evaluations were performed. The investigation is confirmed for guidewire stretched issue and failure to advance as the guidewire segment previously inserted within the introducer needle was found to be unraveled and the unraveled portion of the guidewire did not extend to the distal tip. Additionally, unknown fibers were attached on the unraveled guidewire segment. During functional testing, the guidewire was pushed into the introducer needle and advanced after some force was applied. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2021).

Event description:
It was reported that during a catheter placement, the guide wire allegedly stuck in the puncture needle. The procedure was completed using another device. There was no reported patient injury.